Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/12/2021. Corrected data: d3. H3 evaluation: the product sample was not returned. A photo was provided for analysis. The photo analysis results found that a dnx12 device was observed out of the packaging. Upon visual inspection of the picture, a damage appears to be in the butyrate tube. However, no conclusion could be reached as the device was not returned for analysis. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation was performed for the finished device batch qkbbqq, dnx12 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 4/12/2021. Corrected data: d3. A manufacturing record evaluation was performed for the finished device batch qkbbqq, dnx12 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. Other than the band-aid, was anything else done to treat the shard penetration? No. Was medical or surgical intervention required? No. Was there any special diagnostic test performed? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. What is the status of the surgeon injury today? It is healing with no issues. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Unknown. Was the ampoule crushed repeatedly? Possibly. Can you identify the lot number of the product that was used? Qkbbqq. Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? No, there aren¿t any available. Product will not be returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a prostatectomy on (B)(6) 2021 and topical skin adhesive was used. During use, the surgical fellow cracked the ampule and started to apply it to the dry incision. He then realized that a piece of the glass went through the pen and cut his finger. He broke scrub, cleaned his cut and put a bandaid on it. Another clinician finished closing the incision with another of the same product. The case was delayed by five minutes. No medical or surgical intervention required. No diagnostic test performed. No change in the patient¿s post-operative care due to the prolonged procedure. There were no patient consequences.